Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
Male patient underwent aaa repair in 2005. One main body graft, two iliac leg grafts, and one leg extension graft were placed. Patient had bilateral iliac aneurysms. Physician wanted to preserve the hypogastric arteries. Patient had tortuous vessels but seal was achieved at implant. The six-month follow up CT in early 2006 revealed that the left iliac artery aneurysm seemed to be lengthening but no leaks shown. An additional six-month scan was requested. Patient was lost to follow-up until 2007, when he returned to care, complaining of pain. CT revealed dislocation of the leg extension graft on the left side, iliac limb on left thrombosed. The right iliac limb kinked and appeared to have pulled up into sac. Body of graft had intimal hyperplasia/thrombus. Secondary intervention was on the following day. The physician was able to pass wires through the thrombosis on the left. The physician decided to "raise the flow divider" to the top of the graft. This would eliminate the issues with the hyperplasia/thrombosis in the body of the graft. Six iliac leg grafts were placed from the top of the graft to the external iliac arteries. Additional metal stents were placed to straighten the kinked areas. Seal was achieved on final angio. Please reference 1820334-2007-00376 and 1820334-2007-00375.